Event description:
Metal on metal hip implants done 18 years ago are leaching cobalt into my system. It is three times the normal level, my physician that performed the surgery will not speak to me about it. Quantity 2 of metal on metal. Reference report: mw5161472.